Event description:
New information received confirms that no other action other than to monitor the patient remotely was performed. The patient was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic for a routine check, the vibratory notifier was unable to be felt. Following the patient through remote transmission was recommended. The patient did not experience any adverse events.